Event description:
It was reported to philips that the device experienced a power issue with screen going blank. The bench service representative evaluated the device and confirmed the power issue with a blank screen. The device needs a ac power module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced and the device passed all performance assurance testing. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a power issue. There was no patient involvement.